Event description:
The customer reported that while the unit was in use on a patient, the balloon ruptured. The patient was switched to another unit and therapy was continued using a new balloon. Patient expired approximately twelve (12) hours later.